Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported an ongoing ion-selective electrolyte (ise) issue and patient results were high on both cells of the au5800 system. There were no erroneous results reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.